Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune thyroiditis ("hashimotos thyroiditis") in a female patient who had essure (batch no. 838567) inserted. The occurrence of additional non-serious events is detailed below. In january 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), abdominal distension ("bloating"), hot flush ("hot flashes"), hyperhidrosis ("excessive sweating"), loss of libido ("loss of libido"), photosensitivity reaction ("sensitivity to sun"), menorrhagia ("menorrhagia"), autoimmune thyroiditis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue"), eye infection ("frequent eye infections"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea"), vertigo ("vertigo"), hypertension ("high blood pressure"), headache ("headaches"), rash ("heat rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), hyperthyroidism ("hyperthyroidism"), dyspepsia ("heart burn") and tooth disorder ("tooth disorder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, migraine, alopecia, hyperhidrosis, loss of libido, autoimmune thyroiditis, vaginal discharge, vertigo, hypertension, hyperthyroidism and dyspepsia had resolved, the hypersensitivity, depression, anxiety, abdominal distension, hot flush, photosensitivity reaction, menorrhagia, vaginal haemorrhage, fatigue, eye infection, dysmenorrhoea, headache, rash, bladder disorder and urinary tract disorder outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, alopecia, anxiety, autoimmune thyroiditis, bladder disorder, depression, dysmenorrhoea, dyspepsia, eye infection, fatigue, headache, hot flush, hyperhidrosis, hypersensitivity, hypertension, hyperthyroidism, loss of libido, menorrhagia, migraine, pelvic pain, photosensitivity reaction, rash, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: she had need for additional surgery most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received: events (hormonal changes describe: hot flashes, excessive sweating, and loss of libido; abnormal bleeding (vaginal, menorrhagia); allergic or hypersensitivity reaction type: sensitivity to sun; psychological or psychiatric problems condition: anxiety; autoimmune disorder type of disorder: hashimotos thyroiditis; rashes or skin conditions type: heat rashes; bladder or urinary problems or changes; migraines / headaches; blood or heart disorder/condition type: high blood pressure; salpingectomy (bilateral removal of fallopian tubes); dental problems;neurological conditions or problems type: vertigo; dysmenorrhea (cramping); pain; vaginal discharge; vision/eye problems type: frequent eye infections; fatigue; weight gain / loss specify which one: weight gain; hair loss) were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 838567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), abdominal distension ("bloating"), hot flush ("hot flashes"), hyperhidrosis ("excessive sweating"), loss of libido ("loss of libido"), photosensitivity reaction ("sensitivity to sun"), menorrhagia ("menorrhagia"), autoimmune thyroiditis ("hashimotos thyroiditis"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue / I was also a runner 5-10 miles a day and then I started going down "), eye infection ("frequent eye infections"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea"), vertigo ("vertigo"), hypertension ("high blood pressure / now I have high blood pressure "), headache ("headaches"), miliaria ("heat rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), hyperthyroidism ("hyperthyroidism"), dyspepsia ("heart burn"), tooth fracture ("tooth disorder / I had two teeth break"), anger ("angry"), memory impairment ("forgot about it all five minutes later"), arthralgia ("my knees get the worst of my pain / joint pain"), polymenorrhoea ("period that comes at least twice a month"), vitamin d deficiency ("vitamin d deficiency"), inflammation ("inflammation"), asthma ("asthma"), chest pain ("chest pain"), feeling abnormal ("brain fogg"), panic attack ("panic attack"), gastrooesophageal reflux disease ("acid reflux") and gastrointestinal disorder ("gastrointestinal disorder") and was found to have weight increased ("weight gain / I have gained over 30 lbs"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, alopecia, hyperhidrosis, loss of libido, autoimmune thyroiditis, fatigue, vaginal discharge, vertigo, hypertension, hyperthyroidism, dyspepsia, tooth fracture, anger, memory impairment, arthralgia, polymenorrhoea, vitamin d deficiency, inflammation, asthma, chest pain, feeling abnormal, panic attack and gastrooesophageal reflux disease had resolved, the hypersensitivity, depression, anxiety, hot flush, photosensitivity reaction, vaginal haemorrhage, eye infection, miliaria, bladder disorder, urinary tract disorder and gastrointestinal disorder outcome was unknown and the weight increased, abdominal distension, menorrhagia, dysmenorrhoea and headache was resolving. The reporter considered abdominal distension, alopecia, anger, anxiety, arthralgia, asthma, autoimmune thyroiditis, bladder disorder, chest pain, depression, dysmenorrhoea, dyspepsia, eye infection, fatigue, feeling abnormal, gastrointestinal disorder, gastrooesophageal reflux disease, headache, hot flush, hyperhidrosis, hypersensitivity, hypertension, hyperthyroidism, inflammation, loss of libido, memory impairment, menorrhagia, migraine, miliaria, panic attack, pelvic pain, photosensitivity reaction, polymenorrhoea, tooth fracture, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vertigo, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of product technical complaint. On 7-feb-2020: information received via social media. No new clinical information received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 838567) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), abdominal distension ("bloating"), hot flush ("hot flashes"), hyperhidrosis ("excessive sweating"), loss of libido ("loss of libido"), photosensitivity reaction ("sensitivity to sun"), menorrhagia ("menorrhagia"), autoimmune thyroiditis ("hashimotos thyroiditis"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue / I was also a runner 5-10 miles a day and then I started going down "), eye infection ("frequent eye infections"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea"), vertigo ("vertigo"), hypertension ("high blood pressure / now I have high blood pressure "), headache ("headaches"), miliaria ("heat rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), hyperthyroidism ("hyperthyroidism"), dyspepsia ("heart burn"), tooth fracture ("tooth disorder / I had two teeth break"), anger ("angry"), memory impairment ("forgot about it all five minutes later"), arthralgia ("my knees get the worst of my pain / joint pain"), polymenorrhoea ("period that comes at least twice a month"), vitamin d deficiency ("vitamin d deficiency"), inflammation ("inflammation"), asthma ("asthma"), chest pain ("chest pain"), feeling abnormal ("brain fogg"), panic attack ("panic attack"), gastrooesophageal reflux disease ("acid reflux") and gastrointestinal disorder ("gastrointestinal disorder") and was found to have weight increased ("weight gain / I have gained over 30 lbs"). The patient was treated with surgery (to remove the essure). Essure was removed on 26-sep-2016. At the time of the report, the pelvic pain, migraine, alopecia, hyperhidrosis, loss of libido, autoimmune thyroiditis, fatigue, vaginal discharge, vertigo, hypertension, hyperthyroidism, dyspepsia, tooth fracture, anger, memory impairment, arthralgia, polymenorrhoea, vitamin d deficiency, inflammation, asthma, chest pain, feeling abnormal, panic attack and gastrooesophageal reflux disease had resolved, the hypersensitivity, depression, anxiety, hot flush, photosensitivity reaction, vaginal haemorrhage, eye infection, miliaria, bladder disorder, urinary tract disorder and gastrointestinal disorder outcome was unknown and the weight increased, abdominal distension, menorrhagia, dysmenorrhoea and headache was resolving. The reporter considered abdominal distension, alopecia, anger, anxiety, arthralgia, asthma, autoimmune thyroiditis, bladder disorder, chest pain, depression, dysmenorrhoea, dyspepsia, eye infection, fatigue, feeling abnormal, gastrointestinal disorder, gastrooesophageal reflux disease, headache, hot flush, hyperhidrosis, hypersensitivity, hypertension, hyperthyroidism, inflammation, loss of libido, memory impairment, menorrhagia, migraine, miliaria, panic attack, pelvic pain, photosensitivity reaction, polymenorrhoea, tooth fracture, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vertigo, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Most recent follow-up information incorporated above includes: on 23-jan-2020: social media: previously added event tooth disorder was replaced with tooth fracture and new events: arthralgia, polymenorrhea, vitamin d deficiency, inflammation¸ asthma, chest pain, feeling abnormal, panic attack, gastro esophageal reflux, anger,forgetfulness incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), autoimmune disorder ("autoimmune issues"), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypersensitivity, depression, anxiety, weight increased, autoimmune disorder, alopecia and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, autoimmune disorder, depression, hypersensitivity, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.